Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: (B)(6) 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the handpiece was received with the plunger rod completely retracted. The lens was stuck in the mouth of the cartridge, the lead haptic was not folded, and the cartridge was damaged. The lens module was inspected and no damage was identified however viscoelastic residue was observed which could have contributed to the complaint event. When the lens module was opened the trailing haptic was observed to be unfolded. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and resistance was felt. The lens was removed from the cartridge and cleaned presenting with cosmetic issues/scratches.. Manufacturing record review: the manufacturing record review for this product shows that it was released within specification. Conclusion: although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision, inc. Will continue to monitor these types of events. A non-conformance has been opened to further investigate this issue and appropriate corrective and preventive actions will be taken in accordance with our standard operating procedures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the preloaded intraocular lens (iol) the lens went over the eye. Doctor had removed the lens and replaced with a another jnj lens of the same model and diopter. The issue was noticed while inserting the lens into the eye. There was no patient injury. There was no medical/surgical intervention required. The patient is doing fine. No other information is available.